Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was unable to receive (B)(4) transmissions at home. A message displayed- only wand telemetry available. Review of session records were unable to determine reason for wand only telemetry. The device remains implanted.